Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient underwent a revision surgery at l2/3 - l4/5 less than one year (0.8 of a year) after their original surgery date due to "instability". Reportedly, the patient was not revised due to rod fracture and this patient was not a recipient of tissue. No other patient complications were reported. No additional results from the study were given.

Manufacturer narrative:
(B)(6). Catalog # 7893090 with 510k # k052609; catalog # 7896545, 7895545 with 510k # k050809 was cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7893090 / lot: w08h2632, manufactured: aug 18, 2008 part: 7893090 / lot: w06h4594, manufactured: aug 28, 2006 part: 7896545 / lot: 0050570w (x2), manufactured: aug 14, 2009 part: 7896545 / lot: 0051687w, manufactured: aug 18, 2009 part: 7896545 / lot: w058k0119 (x2), manufactured: oct 01, 2008 part: 7895545 / lot: h09j3785, manufactured: sept 19, 2009 part: 7895545 / lot: 0023072w, manufactured: mar 17, 2009 part: 7896545 / lot: h09j3944, manufactured: sept 30, 2009. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Literature article citation: higgs, g.b. Et al., "retrieval analysis of peek rods for posterior lumbar stabilization and fusion", www.medicalpeek.org. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.